Manufacturer narrative:
B3 date of event was estimated as an event date was not provided by the customer.

Event description:
It was reported that during a procedure, the fiber tip broke. A new fiber was used to complete the procedure with no patient complications. This report is for the first fiber.

Manufacturer narrative:
B3 date of event was estimated as an event date was not provided by the customer.

Event description:
It was reported that during a procedure, the fiber tip broke. A new fiber was used to complete the procedure with no patient complications.